Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) homechoice automated pd sets with cassette had slits along the patient line tubing. The slits were noted on the patient lines near the top, about a quarter of an inch from the blue cap. This issue was observed before use and the samples had been discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Eleven (11) actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed slits on the patient line. Leak testing, clear passage testing and clamp function testing were performed with no abnormalities found. The reported issue was verified. The damage was determined to be caused by the transfer gripper in the automated system. Should additional relevant information become available, a supplemental report will be submitted